Event description:
According to the reporter, during use, the patient underwent a double-lumen bronchial intubation under general anesthesia and fibero ptic bronchoscopy. It was found that the front end cuff of the double-lumen tube leaked and could not be used. The double-lumen tube was replaced immediately. There was a delayed treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.